Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during a procedure, the s3 roller pump stopped and displayed an error message. The clinician hand cranked the pump in order to maintain blood flow until functionality was regained by power cycling the pump. The case was completed without further issues. There was no report of pt injury. After the case, the customer ran the pump for 7 days. No problems were observed. A sorin group service rep was dispatched to the facility to evaluate the issue. The rep tested the pump and was unable to reproduce the issue. As a precautionary action, the speed potentiometer and motor control board were replaced. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, during a procedure, the s3 roller pump stopped and displayed an error message. The clinician hand cranked the pump in order to maintain blood flow until functionality was regained by power cycling the pump. The case was completed without further issues. There was no report of pt injury.